Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. User was seen by audiologist in (B)(6) and no responses reported. The user has been re-implanted on (B)(6) 2024. Reportedly, the coil/stimulator was encased in bone and hard to remove.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. User was seen by audiologist in june and no responses reported. The user has been re-implanted on (B)(6) 2024. Reportedly, the coil/stimulator was encased in bone and hard to remove.